Event description:
A customer reported their AED is reporting the battery is faulted or needing to be replaced. The customer did not report this occurring during patient use. No specific AED or battery information was provided.

Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known.